Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance and noise. The lead was capped and replaced successfully on (B)(6) 2016 during replacement of pulse generator. There were not any ad versed issues.